Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose level and coma on (B)(6) 2020. Customer had low blood glucose level under 21 mg/dl. The customer had issues entering the varbs in their insulin pump before the incident then was found unresponsive. Customer had high blood glucose level in the range of 300 mg/dl. Customer was treated with food for low blood glucose level. Customer was treated with insulin pump for high blood glucose level. Customer had blood glucose customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Customer did not have coma. Customer had loss of consciousness. The customer had issues entering the carbohydrates into their insulin pump before the incident then was found unresponsive. Troubleshooting found that customer thought he was entering carbohydrates for lunch but was actually entering manual boluses. There was no mention of food treatment for low blood glucose level.